Manufacturer narrative:
(B)(4). Notified by pharmacist on (B)(4) 2011 that the device was sequestered in pharmacy and that it was determined that the disconnection occurred because of user handling. No product return is expected. Customer declined to return any devices and declined an investigation by carefusion.

Event description:
Customer reported while a nurse was moving a pc unit and 4 modules, the left two modules (looking at the pump) alerted communication error and the red light blinked on top of each module. The two left modules stopped infusing while the right modules kept running. The reporter indicated there was a suspicion that the modules were disconnecting when manipulated. No additional patient or event information provided. No patient harm reported and no medical intervention required.